Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 55-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fungal infection requiring pd catheter (not a fresenius product) removal. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 for an unrelated foot infection attributed to diabetic-related neuropathy. During this hospitalization, the patient¿s peritoneal effluent fluid was noted to be cloudy by hospital staff. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital (date not reported) presented with candida aeruginosa and escherichia coli in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology and prescribed antibiotics and antifungal medication (types, routes, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the severity and nature of infection during this admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an extended and complicated hospitalization due to his foot infection and subsequent foot amputation. The patient recovered from these events and was discharged home on (B)(6) 2025. It was confirmed, though the exact source of infection was not determined, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy and is currently training in the clinic for home hd.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 55-year-old male pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a fungal infection requiring pd catheter (not a fresenius product) removal. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6)2025 for an unrelated foot infection attributed to diabetic-related neuropathy. During this hospitalization, the patient¿s peritoneal effluent fluid was noted to be cloudy by hospital staff. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital (date not reported) presented with candida aeruginosa and escherichia coli in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology and prescribed antibiotics and antifungal medication (types, routes, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed due to the severity and nature of infection during this admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient had an extended and complicated hospitalization due to his foot infection and subsequent foot amputation. The patient recovered from these events and was discharged home on (B)(6) 2025. It was confirmed, though the exact source of infection was not determined, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy and is currently training in the clinic for home hd.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported to by a medical professional. This is further evidenced by the presence of pathogens that are prevalent normal flora in human skin and gastrointestinal tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.